Event description:
It was reported that during the implant procedure, oversensing was seen on the near field electrogram. The oversensing was not present the next morning and no intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), implantable cardioverter defibrillator, 2013 (B)(6); 5076-52, implantable pacing lead, 2013 (B)(6). (B)(4).